Event description:
The account alleges that during an atrial fibrillation alcoholization of the vein of marshall procedure, a dissection of a coronary vein was observed. Pericardial tamponade was subsequently diagnosed with an echocardiogram. A pericardiocentesis was performed and 620 ml of blood was drained. There was no alleged malfunction of the device.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.